Manufacturer narrative:
(B)(6). The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy there was blood noted in the helium tubing. The iab was not removed at that time. The patient went to the operating room (or) fours after later for planned heart transplant. The iab was then removed after the surgery. There was no reported injury to the patient.

Event description:
It was reported that during intra-aortic balloon (iab) therapy there was blood noted in the helium tubing. The iab was not removed at that time. The patient went to the operating room (or) fours after later for planned heart transplant. The iab was then removed after the surgery. There was no reported injury to the patient.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the interior and exterior of the catheter. The extender and pressure tubing was also returned. The sheath was returned covering half of the membrane. A visual examination of the product detected the inner lumen within the catheter tubing was partially separated within a kink approximately 75.2cm from iab tip. - an underwater leak test of the balloon, catheter, y-fitting extracorporeal, extender, and pressure tubing was performed and the inner lumen within the catheter tubing was partially separated within a kink approximately 49.8cm from the rear seal. The break found in the inner lumen appears to have been the result of a severe kink, which eventually failed and allowed blood to leak into the membrane and catheter tubing causing the reported problem. It is difficult to determine when the break occurred but it is possibly a result of patient movement during the procedure. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4). Record ID (B)(4).